Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the arctic sun device was getting alarm 115 (warm water exposure). The therapy was stopped because of alarm 115. The patient temperature was 35.8c, the rewarm temperature was from 37c, and the flow rate was 1.1lpm. The patient had only 2 pads on. The nurse stated that the patient was tiny and suggested adding the thigh pads if possible. This would offer better coverage and increase the flow rate. If there was no room on the patient, they were asked to connect the pads and place them to the side. The nurse was advised to perform frequent skin checks, and suggested other environmental changes such as turning on the vent warmer, adding a blanket or bair hugger, and increasing the temperature of the room. The nurse discussed adjusting the rewarm to current patient temperature (35.8c) in an attempt to decrease the water temperature and reduce the risk of rapid rewarm, and stop the alarm 115.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alarm 115 (warm water exposure). The therapy was stopped because of alarm 115. The patient temperature was 35.8c, the rewarm temperature was from 37c, and the flow rate was 1.1lpm. The patient had only 2 pads on. The nurse stated that the patient was tiny and suggested adding the thigh pads if possible. This would offer better coverage and increase the flow rate. If there was no room on the patient, they were asked to connect the pads and place them to the side. The nurse was advised to perform frequent skin checks, and suggested other environmental changes such as turning on the vent warmer, adding a blanket or bair hugger, and increasing the temperature of the room. The nurse discussed adjusting the rewarm to current patient temperature (35.8c) in an attempt to decrease the water temperature and reduce the risk of rapid rewarm, and stop the alarm 115.